Event description:
In 2008, it was reported to the company that an embolization coil was stretched and/or damaged during use. No clinical sequelae were reported to the company. Approx three months later, it was reported to the company that the embolization coil prematurely detached while being positioned through and intravascular stent. The physician retrieved the coil using an intravascular snare. The patient was re-catheterized and treated with additional coils without incident. However, it was reported that the patient involved in this event subsequently expired during the same hospitalization, reportedly due to aneurysm rupture. The company is not aware of any relationship between embolization coil stretching/damage and subsequent aneurysm rupture.

Manufacturer narrative:
Sample analysis results: the microvention device was returned with the embolization coil detached from the delivery pusher. The embolization coil was observed to be protruding from the distal end of a microcatheter that was not manufactured by microvention. The tether material that normally secures the embolization coil to the delivery pusher had the appearance of being overstretched and broken. The microcatheter appeared crushed in several areas along its length, and was occluded. Root cause analysis: the root cause for this event could not be determined.